Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user was alleging under delivery. Customer was treated with manual injections. They also reported that insulin pump belt clip lock was broken. The insulin pump and reservoir will not be return for further analysis.